Event description:
A clinical incident involving two procise xp plasma wands was reported to arthrocare corporation. During a tonsillectomy and adenoidectomy procedure, the pt was reported to have sustained a burn to the patient's lip. The physician reported that when he stepped the "yellow" footplate the physiological saline did not exit from the tip of the wand, but when the wand was removed from the patient's mouth, the saline was seen to drip from the wand. During the procedure, the tip of the wand appeared smoke and spark suddenly and the soft tissue was cutted down much more than usual and the patient's lip was burned a little. The burn was described as a scald injury to the patient's lip and reported by physician as not serious. The burn was reported as treated according to treatment performed for scalds. The physician reported the burn may be due to contact with the shaft of the wand or high temperature from saline heated up by the wand.

Manufacturer narrative:
The device was reported as returning for investigation. Awaiting return of device to complete investigation. Two devices were used in the same procedure and are reported under medwatch number 2951580-2009-00010.